Event description:
Customer reports her granddaughter got a hold of her meter and tested back to back on the same meter while using the compact plus system with results of 251 mg/dl and 106 mg/dl. L1 and l2 quality controls were run and in range. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.